Event description:
The healthcare professional reported that during an endovascular embolization procedure with the target located on the left anterior cerebral artery, the 4mm x 23mm enterprise 2 stent (encr402312 / 6610171) was impeded in the middle part of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30677966) and could not advance further. The physician retracted the microcatheter and switched to a new one to complete the procedure. There was no report of any patient adverse event or complication. On 15-jul-2022, additional information was received. The information indicated that stent used for the procedure was a the 4mm x 23mm enterprise 2 stent (encr402312 / 6610171). The microcatheter was removed and replaced because the stent was impeded in the middle section of the microcatheter and could not be further advanced. The physician switched to a new microcatheter and completed the procedure using the original stent as it was in good condition and did not need to be replaced. There was no damage noted on the microcatheter during its handling during the procedure nor when it was removed from the patient. Nothing was noted to be obstructing the microcatheter. Based on the additional information on 15-july-2022, the target location was provided and because the microcatheter was removed and replaced, there was loss of target position. The event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure with the target located on the left anterior cerebral artery, the 4mm x 23mm enterprise 2 stent (encr402312 / 6610171) was impeded in the middle part of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30677966) and could not advance further. The physician retracted the microcatheter and switched to a new one to complete the procedure. There was no report of any patient adverse event or complication. On 15-jul-2022, additional information was received. The information indicated that stent used for the procedure was a the 4mm x 23mm enterprise 2 stent (encr402312 / 6610171). The microcatheter was removed and replaced because the stent was impeded in the middle section of the microcatheter and could not be further advanced. The physician switched to a new microcatheter and completed the procedure using the original stent as it was in good condition and did not need to be replaced. There was no damage noted on the microcatheter during its handling during the procedure nor when it was removed from the patient. Nothing was noted to be obstructing the microcatheter. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30677966) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report number is: 3008114965-2022-00492. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.